Manufacturer narrative:
Zoll medical corporation has not yet received the device. A supplemental report will be submitted if the device is received and when it is evaluated. No adverse event reported.

Event description:
It was reported that the platform stopped after 10 seconds and required that the battery be changed. A fresh battery was placed in the platform with the same result. Three batteries were used, all were reading flat. No adverse event reported. This report pertains to the autopulse platform. Three batteries are discussed in MFR report#: 3003793491-2013-00115, 3003793491-2013-00116, 3003793491-2013-00117.